Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator¿s (epg), power on/off button does not work, the atrial output connector was broken. It was also determined at analysis that the hanger was hard to open; out of specification (mechanical). The upper case was broken. The encoder assembly and one control knob was contaminated (rust). Lower case; battery drawer was broken, and the outside was contaminated with tape. Both battery wires were pinched. Four plugs were contaminated with tape. Both wires on the lcd were pinched (wires exposed). Both output connector nuts were discoloured. The hanger screw was contaminated . All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator¿s (epg), power off button is broken. The user was unable to turn the epg off. The epg was returned to service and repair. There was no patient involvement.